Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that upon power up of the heartstart mrx, it was noted the screen was white. There was no patient involvement.